Manufacturer narrative:
G1: contact office - name/address: updated contact information. Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Message logs have been provided for investigation. The customer stated that the instrument is operational although they are repeating every positive troponin. The root cause of this event is unknown.

Event description:
The customer reported a false positive troponin result on the stratus cs analyzer. There is no report of injury due to this event.